Event description:
Additional information was received from the patient. They reported that the cause of not being able to "get into their stimulator" was determined and the patient stated it was caused by them because they didn't know enough about the [illegible]. The patient stated they were 88 years old and their memory was gone; they couldn't remember anything. The patient stated they had been really sick and that just added to their problems. The patient stated the issue had been resolved. The patient stated they did experience urinary retention prior to the device and it had not worsened as a result of the device or therapy. The patient stated catheterization was not their 'standard of care' prior to the device.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. Note that the codes in h6 have been updated to reflect the new information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that they can't get into their stimulator and when they do they don't know what to do. Patient clarified they want to make a therapy adjustment. Agent reviewed how to connect with patient's implant to make a therapy adjustment. Patient successfully connected with their implant on the call. Patient made a comment that before they could never get this far when they would press the program and the therapy and stated they were seeing on and off during the call but stated they never had that (agent unclear what patient was referring to by this statement). Patient reported they are not urinating enough and are having retention issues. Patient stated they wanted to increase stimulation due to this. Agent reviewed role of patient services and redirected patient to their managing healthcare provider to further discuss symptoms and therapy adjustments. Patient provided event date as probably 3-4 months ago. Agent reviewed how to increase stimulation as patient stated they wanted to increase stimulation. Patient will continue to track symptoms. Redirect to doctor to further address the issue.

Manufacturer narrative:
B3. Date is estimated; year is valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.